Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the hospital for a routine follow up. Upon interrogation, the pulse generator exhibited an erroneous parameter message. The device was reprogrammed and normal function resumed.